Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-jul-2017. The most recent information was received on 28-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various types of pain") in a (B)(6) year-old female patient who had essure (batch no. D72013) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), nervous system disorder ("neurological problem"), headache ("headaches"), dizziness ("dizzy spells"), dyspepsia ("burning sensation in stomach"), hiatus hernia ("hiatus hernia"), paraesthesia ("tingling") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, musculoskeletal pain, nervous system disorder, headache, dizziness, dyspepsia, hiatus hernia, paraesthesia and nausea outcome was unknown. The reporter provided no causality assessment for dizziness, dyspepsia, headache, hiatus hernia, musculoskeletal pain, nausea, nervous system disorder, pain and paraesthesia with essure. The reporter commented: period of occurrence of adverse reactions: september 2016 to march 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 374 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 28-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 31-jul-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various types of pain") in a 42-year-old female patient who had essure (batch no. D72013) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), nervous system disorder ("neurological problem"), headache ("headaches"), dizziness ("dizzy spells"), dyspepsia ("burning sensation in stomach"), hiatus hernia ("hiatus hernia"), paraesthesia ("tingling") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, musculoskeletal pain, nervous system disorder, headache, dizziness, dyspepsia, hiatus hernia, paraesthesia and nausea outcome was unknown. The reporter provided no causality assessment for dizziness, dyspepsia, headache, hiatus hernia, musculoskeletal pain, nausea, nervous system disorder, pain and paraesthesia with essure. The reporter commented: period of occurrence of adverse reactions: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 55 kgs. The updated list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 29-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 374 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: this case will be deleted from bayer pv database. Nullification reason: duplicate case is identified with f/u information - during a cluster reconciliation and following confirmation from the local health authorities, this case was identified as a duplicate of case # (B)(4). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of pain ("various types of pain") in a (B)(6) female patient who had essure (batch no. D72013) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pain (seriousness criteria medically significant and intervention required), musculoskeletal pain ("muscle and joint pain"), nervous system disorder ("neurological problem"), headache ("headaches"), dizziness ("dizzy spells"), dyspepsia ("burning sensation in stomach"), hiatus hernia ("hiatus hernia"), paraesthesia ("tingling") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pain, musculoskeletal pain, nervous system disorder, headache, dizziness, dyspepsia, hiatus hernia, paraesthesia and nausea outcome was unknown. The reporter provided no causality assessment for dizziness, dyspepsia, headache, hiatus hernia, musculoskeletal pain, nausea, nervous system disorder, pain and paraesthesia with essure. The reporter commented: period of occurrence of adverse reactions: (B)(6) 2016 to (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: pain. The analysis in the global safety database revealed 362 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.